Event description:
Litigation papers allege: on or about (B)(6) 2005, pt was implanted with a depuy pinnacle hip on her left side. Pt later experienced elevated levels of cobalt and chromium, severe pain, discomfort, and inflammation in her left thigh and groin, as well as a popping and snapping sensation in her hip joint when walking or moving to and from a sitting position. Due to pain and discomfort, pt will likely need to undergo revision surgery.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the info available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigations closed at this time. Should the product or additional info to be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, date received by manufacturer, PMA/510(k) #, manufacture date. The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
Update - (B)(4) 2012 - patient's medical records were received from legal. Part/lot information was identified. Medical records are located on the external hard drive. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation papers allege: on or about (B)(6) 2005, patient was implanted with a depuy pinnacle hip on her left side. Patient later experienced elevated levels of cobalt and chromium, severe pain, discomfort, and inflammation in her left thigh and groin, as well as a popping and snapping sensation in her hip joint when walking or moving to and from a sitting position. Due to pain and discomfort, patient will likely need to undergo revision surgery. Update: (B)(4) 2012 - patient's medical records were received from legal. Part/lot information was identified.

Event description:
Added stem on ip due to previously alleged elevated levels of cobalt and chromium, lawyer and law firm.

Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.